Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty cycler set had a malfunction or product deficiency that caused this event. Peritonitis is a well-documented complication in pd patients. Based on the reported information, the peritonitis event can be reasonably attributed to patient breach in aseptic technique (not wearing a mask/handwashing), as reported by the pd nurse.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer service that they were hospitalized with peritonitis. The patient stated they were unsure what caused it. In additional follow-up, the patient¿s pd nurse reported that on (B)(6) 2026 the patient was hospitalized with symptoms of abdominal pain. The nurse stated the patient had a pd culture obtained in the hospital, but the nurse did not have the pd culture results available. However, the nurse confirmed the patient was diagnosed with peritonitis. The patient was treated with antibiotic therapy utilizing intravenous (IV) zosyn (dosing not provided). Subsequently, on (B)(6) 2026 the patient was discharged from the hospital and is reported to be recovering from the event. The patient continued pd therapy with the same cycler post-discharge. The patient¿s nurse confirmed that the patient did not have any fluid leaks or other issues with their fresenius products in relation to the adverse event. The nurse indicated the peritonitis was due to patient breach in aseptic technique by not wearing a mask or washing hands (during the pd exchange).